Manufacturer narrative:
A third party service provider evaluated the device and the reported issue was able to be verified and unable to be duplicated. The cause for the reported issue could not be determined. After completing other unrelated repairs, proper device operation was observed through functional and performance testing.

Event description:
The customer contacted stryker to report that their device buttons were not working. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device buttons were not working. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.